Event description:
Celect ivc filter found to be fractured into 5 pieces, one in right atrium, one in right pulmonary artery, one leg in retroperitoneum along psoas muscle, one leg fragment embedded in spine. Able to remove filter but not fragments. Note: exact date of implant is not known, it was in 2012.